Event description:
The user found the issue right before patient use. There was no negative patient impact.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the heartstart defibrillator pads appeared cut with scissors with no damage to the sealed unopened bag. There was no reported patient impact.